Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
It was reported that a patient was experiencing pain in his knee, elbow and ankle following a motorcycle accident that happened "about 1 month" prior to the report. It was stated that the patient has the device for pain in his lower and upper back; however, he was feeling stimulation in his knee as well. The patient wanted to have an MRI scan of his knee and discussed guidelines for MRI scans. Ten days later, it was reported by the health care provider that the cause of the event was unknown, and the patient had not contacted their office. Further information has been requested but was not available at the time of this report. If more information is received, a follow up report will be sent.